Event description:
Surgeon's procedural notes state: "during the use of the carter-thomason fascial closure device in the left upper quadrant trocar site, a small plastic piece of the carter-thomason device fractured off. This was identified in its entirety and removed from the incision. It did not enter the abdominal cavity, but was found in the subcutaneous tissue and removed." X-ray for surgical count states: "impression: no clear radiopaque foreign body is seen (however, plastic may not be seen on x-ray). Recommend clinical correlation."